Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted without concerns noted on the initial paperwork, however, the implanted device was later noted to have an initial impedance reading > 2000 ohms. The device was taken out of the pocket, the leads were removed from the header and re-inserted. The pacing impedance measurement for the second try measured at 1348 ohms. The pocket was then closed without further complications noted and the device remains implanted at this time. The device was later electively explanted to upgrade to bi-ventricular therapy. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.